Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing came apart and the pump was dropped with the set-in place. There was leakage on her set at the adhesive. No further information available.